Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2023 it was reported, by an arthrex subsidiary employee via email, that an ar-8991 fibertak dx shuttle suture came out when tensioning. The sutures were tight enough so the surgeon wrapped it around a leg and continued to tighten it, but it got locked up. The case was completed with another ar-8991 fibertak dx shuttle suture. This was discovered during an atfl procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.